Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that after a few weeks of patient use, the inner cannula tip was found split. The reporter indicated that no patient injury resulted from event.

Manufacturer narrative:
The reported blu tracheostomy kit, uncuffed, 7.5mm was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the results showed the sample had a split in the tip of the inner cannula. An attempt to reproduce the failure split mode was conducted by crushing several times the inner cannula by hand; it was to reproduce the split in the inner cannula. Another attempt to reproduce the failure mode was conducted by pushing the inner cannula against a rigid surface; it was not possible to reproduce the failure mode. The complaint is confirmed.